Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the ok button gets jammed and the up and down arrows were intermittently unresponsive. The reporter confirmed keypad was intact. The patient reportedly wore the pump in a pocket. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: keypad is cut and torn on ok button. The ok, contrast, up, and down keys are intermittently unresponsive. Removed the keypad and found contamination under the all key contacts. The down and ok buttons are inverted. Use returned battery cap, battery cap does tighten fully. There was no peeling to the keypad. The display is dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.